Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "no flow was delivered during high flow ventilation." No alarms were raised and device "acted as if running normally." Patient was switched to another ventilator. No harm to the patient was reported. Currently, the incident is under investigation to verify the reported allegations.